Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr), posterior2/posterior3 flail and restricted leaflets for a mitraclip procedure. During the procedure using a transthoracic echocardiogram determined that their was an aneurysmal septum with an atrial septum defect (asd). The transseptal height was 4.7 cm above the valve. The steerable guide catheter (sgc) was prepped and advanced per IFU and the sgc position was noted to be very superior. A mitraclip ntw was attempted was introduced and grasping was attempted, however due to the position of the guide the clips could not adequate grasp the leaflets. The mitraclip ntw and sgc were removed. A second transseptal punction was obtained inferior and posterior to the prior transseptal stick. A mitraclip xtw was attempted, but was unable to obtain proper orientation. The clip was removed and the procedure was concluded without implanting a clip. A small leaflet injury was identified on the medial aspect, likely caused by the mitraclip ntw. The final mr remained grade 4+. There was no clinically significant delay was reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.